Manufacturer narrative:
A ge service rep performed an on site investigation. The software was evaluated and reloaded. The system was tested, found to be working as intended and returned to service.

Event description:
It was reported that the system locked up during a case. There is no report of death or serious injury.